Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) tunneling tool was implanted through the breast implant of the patient. This system was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) tunneling tool was implanted through the breast implant of the patient. This system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
With all the available information, boston scientific concludes our investigation of this event is complete. This report will be updated should additional information be provided. The complaint device was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. A risk review performed for the subcutaneous ICD accessory device confirmed that the event of perforation is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the subcutaneous ICD accessory device is acceptable. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. In the absence of physical analysis, the root cause of the reported perforation was attributed to an unintended use error.